Event description:
The initial reporter alleged a discrepant negative result for the hbsag g2 elecsys e2g 300 assay during an evaluation project conducted on the cobas e 801 analytical unit. The sample in question was pre-selected as a confirmed low-positive hepatitis b surface antigen (hbsag) sample for use in the evaluation study. The initial test conducted on (B)(6) 2020 yielded a negative result. The sample was measured directly from the primary tube, which had been frozen once prior to testing. The foam detection and certain alarms (e.g., clot detection) were deactivated on the analyzer during the evaluation study.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the hbsag g2 elecsys e2g 300 assay performed within specifications based on calibration and quality control data, which were confirmed to be valid and within expected ranges. The initial negative result reported on (B)(6) 2020 was not reproducible during subsequent testing. Retesting of the same sample aliquot during preliminary investigation and at the customer site consistently yielded low-positive results. These findings were in alignment with results obtained using the abbott hbsag and abbott hbsag confirmatory assays, as well as polymerase chain reaction (pcr) testing. Potential contributing factors to the initial negative result include foam or bubbles on the sample, incomplete tempering of the sample to room temperature, or inhomogeneity of the sample after thawing. Foam detection was deactivated on the analyzer during the evaluation study, and its absence as a safeguard cannot be excluded as a contributing factor. The exact root cause could not be definitively determined. The analyzer remains in operation at the customer site with foam detection and alarms now activated to mitigate potential sample handling issues.